Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and alarmed software error detected. The customer was able to clear the alarm during troubleshooting; however, troubleshooting for the audio anomaly was not completed. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with display brightness functioning properly. No display anomaly noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. Pump error found in the pump history due to software error.